Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1,500 mcg/ml at 72 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020 it was reported that at the last pump refill, the pump was full of drug. The pump had not delivered any of the volume since the prior refill. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any device diagnostics and/or troubleshooting was performed. The physician had an updated MRI completed and it was determined that the patient required spinal surgery so it was decided that the pump and catheter would be explanted at the same time. The pump and catheter were explanted and would not be replaced in the future. The patient¿s pain management group provided the patient with oral medications. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter, product ID 8780, serial# (B)(4), implanted: (B)(6)2019, explanted: (B)(6) 2020. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial# (B)(4), ubd 2021-01-04, UDI# (B)(6) ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the catheter was found to be very twisted. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found the catheter body had significant twisting that may have affected infusion. H6: all previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.